Manufacturer narrative:
After investigation, it was found that this complaint is no longer reportable. Three photos were received by our quality team for evaluation. Upon visual inspection it was observed that there were orange stains inside the barrel, on the backside of the foam tip, and on the original unopened package (white lidding/plastic web); therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the most probable root cause for orange dye around the orange tinted pledget is the equipment, process and / or material variability inherent to the process and design. The applicators show orange dye inside the barrel extending to or above the trigger. The area around the orange tinted pledget will tend to be reddish/ orange due to the ultrasonic welding process of the foam tip unto the body/handle which disperses the orange dye in the pledget to proximity area. This type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip but is considered a non conformance when the orange dye extends throughout the barrel. The orange dye on the package (lidding and on the bottomed web is also observed. The orange dye is not or foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly, and packaging. Also, during the sterilization which uses vapor (water), when in contact with the orange dye brings out exaggerates the orange color intensity. The orange dye is used on the applicator as part of the design to color the solution upon activation by breaking the ampoule and solution flowing thru the hi-lite orange pledget (with the orange dry powder dye) as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert)) as an inactive ingredient. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the liquid had leaked outside from the applicator into the packaging.

Manufacturer narrative:
Pr (B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the liquid had leaked outside from the applicator into the packaging.